Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he discovered an air bubble in the insulin cartridge of his infusion device. He said this has occurred previously but had no exact dates. He stated, the air bubble had developed during use. During troubleshooting, the patient stated he uses room temperature insulin. He said, he has been tightening his luer lock and adapter very firmly. He was advised not to tighten them too much. He stated, he finds it difficult to remove all the air from his cartridges. The patient was instructed to disconnect from his device and perform 2 primes to remove the air bubble which he successfully did. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.